Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) stopped performing as expected at some point during ongoing use period. The patient underwent surgery and urethral atrophy was diagnosed. All components were removed and replaced. There were no device issues with the explanted device. There were no device issues with the explanted prosthesis. There were no further patient complications.